Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m161512 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: m161512 , test base part number 190-430 / lot: m161512 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m161512 showed that the complaint rate is (B)(4).. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m161512 showed that the complaint rate is (B)(4).. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The customer reported conflicting results on a nasopharyngeal swab with the ID now covid-19 assay performed on (B)(6) 2021. Repeat testing on a different ID now instrument was performed and generated negative results. Per the customer, the patient was not symptomatic. Additionally, there was no patient harm due to the test results. There was no delay or impact in treatment due to test results.